Event description:
The hospital reported the following: (1) the patient came down from ICU to surgery on a bed with the c1000 on his left side. (2) when moving the patient from the bed or or table, a nurse discovered a 5" x 20" area on the patient's left thigh that was frozen. Additional discussion with the hospital determined that the c1000 was placed next to the patient and not in the portable liquid oxygen holder attached to the bed.